Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat spondyloptosis. It was reported that the tulip of the bone screw splayed and would not allow the set screw to fully tighten. The bone screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Additional info: dimensional inspection of mas heads found both to be splayed open. The head splay, in addition to the thread damage of the associated set screws is consistent with misalignment of the set screw and the mas head(s). Misalignment of the set screw and mas head during construct assembly.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.